Event description:
It was reported, there was an impedance reading of >2,000 ohms on some of the unipolar pairs. They saw impedance values that changed from the week prior during the revision surgery. They felt the issue was in the lead and the patient was getting some relief. There was one fall reported between (B)(6) 2014 and (B)(6) 2014. The impedances kept changing. It was stated the patient was in the advanced stages of her disease and was cognitively impaired. Some programming changes were made the day after report; as they went up in voltage it did improve the dyskinesia slightly but when they re-ran the impedance it appeared that c/3 and 2/3 were now the better pairs to use. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3387-40, lot# j0209740v, implanted: 2002 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387-40, lot# j0209742v, implanted: 2002 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator. (B)(4).